Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 846839) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 846839, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 846839) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypersensitivity ("allergic reactions"), menorrhagia ("abnormally heavy bleeding during menstrual cycle"), menstrual disorder ("changes in their menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("problems concentrating") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, menorrhagia, menstrual disorder, headache, arthralgia, fatigue, amnesia, disturbance in attention and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia and menstrual disorder to be related to essure. Lot number: 846839, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: writ of summon received, adverse events added "severe (chronic) pain in the abdomen, back pain, hips pain, headache, extreme and chronic fatigue, memory loss, problems concentrating, changes in their menstrual cycle, abnormally heavy bleeding during menstrual cycle, hormonal problems, allergic reactions"; patient aka added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain symptoms') in a female patient who had essure (batch no. 846839) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle "), menstrual disorder ("changes in their menstrual cycle / changes in the menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), mental disorder ("psychological problems"), feeling abnormal ("brain fog") and restless legs syndrome ("restless leg syndrome") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, arthralgia, fatigue, amnesia, disturbance in attention, hormone level abnormal, mental disorder, feeling abnormal and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for feeling abnormal, mental disorder and restless legs syndrome with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. Lot number: 846839 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: new adverse events added: psychological problems, brain fog and restless leg syndrome and a new reporter type (lawyer). The imdrf codes updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 846839) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: patient's demographics updated, essure insertion date updated, indication added, event "injury" updated to "the foreign body material has been removed". Case upgraded to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.